Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial capture was present during the assessment of the right ventricular capture. It was noted that the rv lead dislodged and recoiled into the ra. A revision was performed however, during the revision, the helix was unable to extend due to tissue in mechanics. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture, and helix mechanism issue. The reported event of helix mechanism issue was confirmed but the reported event of inappropriate capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning and by applying torque to the connector pin. The helix could be extended and retracted, and helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the over torqued inner coil consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and over torqued of the inner coil